Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in romania. As reported, this was a case involving a 29mm sapien 3 ultra resilia valve implantation by right common femoral approach. Two proglide devices were used, and the vessel was described as intensely atheromatous, calcified, and tortuous. During the procedure, after 26mm pre-dilation of the aortic valve, the 16f esheath remained caudal and the delivery system with the valve was advanced through esheath with difficulties and finally became stuck. All the devices were removed from the patient. The procedure was then continued using a non-edwards transcatheter heart valve with a good result.. The patient did not experience any injury and was stable after the procedure. As per medical opinion, the tortuosity and calcification within the pelvic area may have contribute to the event. Evaluation of provided imagery showed that the valve was stuck at sheath hub. Full loader assembly observed over the commander delivery system flex shaft. Sheath shaft was observed curved. Liner was observed unexpanded. No other damaged or abnormalities observed on the sheath. As per pre-decontamination evaluation of the returned device, it was observed that the distal tip of the esheath+ was split.